Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. The rep reported that patient had sudden worsening symptoms the last week. The rep reported that the patient's worsening symptoms included "masked facies," speech, gait, and dyskinesia. The rep reported that at the patient's last appointment, the patients updrs was about 9 points higher than their last visit. The rep reported that the patient's ins was interrogated and found to be at 2.75v and all electrode impedances were normal. The rep reported that the patient stated their residual battery life had been fluctuating between 2.70-2.80 and they had been having trouble using their patient programmer. The rep reported that last night the patient noted seeing a picture of a doctor, but no elective replacement indicator (eri) message, and the hcp was unable to reproduce this with the patient's programmer in the clinic. The rep reported that the patient had created an app that detected their stimulation on a waveform on their phone, and per that, the patient reported pauses in their stimulation and was concerned they needed a new ins. The rep reported the patient was on an interleaving configuration and the patient was concerned that was the culprit. The rep reported that the patient has had the same settings for over a year. The rep reported that the hcp tried to reprogram out of interleaving to test that, but it was not tolerated by the patient, who displayed worsening bradykinesia and dysarthria. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was unknown how the app works or if it represented a potential source of electro-magnetic interference. The cause was unknown. The patient was reprogrammed the result was unknown. The patient weight was unknown. No further information was known. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.